Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate auto-mode switch due to ra lead noise was observed via remote transmission. The patient was asymptomatic during the noise episodes. The lead was capped and replaced on (B)(6) 2019. The patient was stable.